Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the screwdriver object of complaint showed that the tip has indeed broken off. We can unfortunately no longer establish the precise cause for the problem that occurred. The investigation of the material and manufacturer documentation showed no deviation from specifications whatsoever. The fracture surface is homogeneous, which also proves that the quality of the material was irreproachable. No product failure was ascertained.

Event description:
It was reported that the screwdriver is broken off. The surgeon did not use a torque limiter. This is report 1 of 1 for complaint (B)(4).